Event description:
On (B)(6) 2013, the patient contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Patient reported that over the past couple of weeks the ¿ok¿, ¿up¿ ¿down¿ and contrast buttons had become progressively unresponsive and became unresponsive on the day of the complaint. Patient denied that there was trauma, moisture exposure or evidence of corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/29/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 01/15/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.a visual inspection of the pump found some cosmetic damages including worn button symbol and scratched lens. Investigation found that the keypad cover was torn and all the buttons responded intermittently. Removal of the keypad cover found contamination under the ¿up¿, ¿down¿ and contrast button contacts and the ¿ok¿ button contact was inverted. Unrelated to the button issue, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. In addition, the clip insert on the back of the pump was found damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.